Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, a pump jam occurred on the roller pump. The device was not changed out, as the customer rebooted and were able to use the pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The software data logs were returned to the manufacturer on (B)(4) 2013. The customer told field service representative (fsr) that they over occluded the roller pump.